Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have charring and/or localized melting on the outer surface of both bipolar yaw pulleys at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, it was noted that the plastic at the tip of the fenestrated bipolar forceps instrument was porous. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was checked before use. There were no fragments that fell into the patient's anatomy. There was no collision between the instrument and any other tool during the procedure. The patient was not injured during the procedure. The procedure was performed robotically with the same instrument. No delays were reported during the procedure.